Manufacturer narrative:
The single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor under-infused during infusion. The rate of under-infusion was not reported by the customer. The event involved a patient with no patient consequences. No additional information is available.